Event description:
It was reported that the pump was to be explanted the next day due to infection. No other patient symptoms were reported. The device was used to delivery lioresal. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.